Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that there was no damage seen on the sensor wire or applicator. The customer's complaint of a broken sensor wire was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a broken sensor wire. The sensor was inserted into the abdomen on (B)(6)2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.